Event description:
It was reported that the lead had high impedances prior to changing from kinetra to primary cell, but the contact that had been used was working and fine. It was noted that when the pocket adaptor was used to transfer kinetra device to the primary cell device, there had been a lot of wiring coiled in front of the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4)